Event description:
The customer reported at times the spo2 value in falsely high, other times it is falsely low, and at times there is no value when the sensor is on the patient. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.